Event description:
Infected knee effusion: a pt, with a previous history of severe osteoarthritis in the left knee, received three intra-articular injections of synvisc in 5/2001, and 6/2001 into the left knee. Concomitant medications included premarin (conjugated estrogens), celebrex (celcoxib) and hydrodiuril (hydochlorothiazide). After the second synvisc injection, the pt experienced "throbbing" pain in the injected knee. After receiving the third synvisc injection, the pt experienced severe swelling in the left knee in addition to knee pain. Later, and effusion occurred in the injected knee and 55 ccs of turbid, yellow synovial fluid was removed. The synovial fluid analysis revealed a wbc count of 94,100, rbc 1333 of neutrophils 82%. No crystals were seen. Gram stain analysis revealed many wbcs present with no organisms seen. A complete blood count (cbc) was drawn the same day with the following results: wbc 9.0 k/ul, neutrophils 82.2%, lymphocytes 6.9%, and a sedimentation rate of 91 mm/hr. On the same day, the physician surgically treated the pt's left knee by performing an arthroscopy, with irrigation and debridement (I&d), and a partial medial menisectomy. Prescribed medications included celecoxib, 400 mg/day, and keflex (cephalexin monohydrate), 500 mg every six hours by mouth. A technical investigation was performed on the synvisc lot number used for the injections (y0012, expiration date: 11/2002). Results indicated that production and quality control documentation were reveiwed and no associated non-conformances were noted. The pt's clinical outcome was not reported manufacturer's comment: although not explicitly stated by the reporting physician, the info provided suggests that an infection occurred in the pt's knee, which subsequently required medical and surgical intervention to prevent permanent damage or disability. Therefore, this case is being reported to the FDA as a medically significant event. Arthroscopy, I&d, and partial medial menisectomy; celebrex 400mg/day; keflex 500mg po q6 hours.